Manufacturer narrative:
At the time of this report, the device had not yet been returned to the manufacturer. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported to the manufacturer that after a doctor used the oculight slx infrared laser on three patients, all were injured. The reported injury was bleeding. The patients reportedly experienced pain after being treated with the laser at the recommended setting of 300mw, however the power output felt stronger according to the report. No error codes were reported on the console. Several attempts at obtaining further information regarding the patients injuries and current status have been unsuccessful. The laser will be returning for investigation.

Manufacturer narrative:
The iridex oculight slx laser system was returned to iridex for evaluation. Visual inspection of the device showed no anomalies. Laser power output was tested and the results indicated power output was within specification. No malfunctions or deficiencies were identified. The complaint with respect to "power output felt stronger" than the settings used during the three procedures could not be confirmed.

Event description:
It was reported to the manufacturer that after a doctor used the oculight slx infrared laser on three patients, all were reportedly injured. The first patient was treated in (B)(6) 2016, and the other two were treated "a few months after that." The reported injury was bleeding. The patients reportedly experienced pain after being treated with the laser at the recommended setting of "about 300mw and duration 200 ms," however the power output felt stronger according to the report. No error codes were reported on the console. Several attempts at obtaining further information regarding the patients injuries and current status have been unsuccessful. The laser was returned for investigation on (B)(6) 2017.